Manufacturer narrative:
This report is submitted on september 7, 2020.

Event description:
Per the patient, she has a brain tumour/frontal lobe that needs to be removed along with the implant that also needed removing. The device was explanted on (B)(6) 2013.